Event description:
As reported: "when placing the distal screw, the doctor realizes that it was left out of the nail, removing it immediately with difficulty since the head of the screw rolled, so he decided to place another of the same size."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.